Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "the unwinding (the bend) is worn out". The issue reported was found during an unspecified procedure. Per the report, the customer received a loaner. No harm was reported. No patient harm, no user injury reported . Device evaluation, foreign material was found in the air/water (a/w) tube and air/water (a/w) cylinder . This report is being submitted due to the finding of foreign material in the air/water tube and air/water cylinder (insufficient cleaning (reprocessing issue) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found wear of the angle wire, due to this wear , the bending angle in up direction does not meet the standard value. The customer reported issue could be confirmed. Furthermore, as stated in section b5, foreign material described to be like a whitish foreign material was found inside a/w tube and a/w-cylinder. Whilst service repair are unable to confirm the type of material, the foreign material likely a result of insufficient cleaning, reprocessing issue. Additionally, the following defects were identified during device inspection: due to burn on c-cover (distal end), insulation resistance value at distal end does not meet the standard value. Light guide (lg) lens cracked. Plug unit with electric contacts peeled. Objective lens has a chip. Plug unit is deformed. Switch box has a scratch. Flexibility adjustment ring has a scratch. Grip has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.